Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty, difficulty removing and stent damage could not be confirmed. There was no damage noted to the stent. The reported foreign material was confirmed. The outer sheath of the delivery system was slit open to expose the inner liner of the shaft. There was no portion of the inner liner missing and no damage was observed, indicating that the material did not come from the supera device. It may be possible that the material came from the inner liner of the 6 french introducer sheath as the partially deployed supera stent and delivery system was being pulled into the sheath against resistance; however, this could not be confirmed. The investigation determined that a conclusive cause for the deployment issue and the origin of the noted material could not be determined. The resistance during removal appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the device analysis and the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 5x100, 6x220; sheath: 6 french, long sheath, 45 cm; atherectomy: spectranetics laser. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was accessed in a contralateral fashion. There were two target lesions; a restenosis of a stent in the superficial femoral artery (sfa) and a de novo lesion in the proximal popliteal artery. The lesions were first treated with laser atherectomy then the sfa lesion was dilated with a 6x220 balloon dilatation catheter at 12 atmospheres for one minute with one inflation followed by dilatation of the popliteal artery with a 5x100 bdc to rated burst pressure for one minute with one inflation. After the popliteal was dilated, a dissection was noted. The 5.5x150 supera stent was deployed to treat the dissection in the popliteal. Withdrawal of the supera delivery system was fine until it reached the 6 french, 45 cm introducer sheath. Resistance was met at the sheath with the supera delivery system and fluoroscopy was utilized during withdrawal of the system. It was then noted that the stent was explanted as it was being pulled with the delivery system. After the entire stent was removed, a clear, silicone type material approximately 20 cm long was removed with the delivery system. The physician thought this silicone came from inside the supera delivery system. An indentation was noted on one end of the explanted supera stent. It is thought that this indentation may be related to the ratchet not releasing the stent. A second supera stent was deployed for treatment of the dissection without further incident. The patient remained stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.